Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the package was found empty. There was no flip-flo in the package.

Event description:
It was reported that the package was found empty. There was no flip-flo in the package.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. Visual evaluation of the photo sample noted one original package for a flip-flo catheter valve. Visual inspection of the packaging noted that the flip flo valve product was not present inside the packaging. However, without the physical sample for evaluation, it cannot be determined whether the packaging was opened or not. A potential root cause for the reported failure could be, ¿operation omitted due to unbalanced operations.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: this is a single use device. Do not re-sterilize any portion of this device. Reuse and or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.